Manufacturer narrative:
It was reported that the ventilator was malfunctioning during peep increase. Our field service engineer investigated the ventilator on site and suspected one of the pressure transducers and the control printed circuit board (pcb: s) were malfunctioning. Both pcb:s were required for more testing purpose to correct the actual problem. It was not confirmed whether both pcb: s were replaced or only one, but according to the information provided, the replacement of either one or both parts solved the reported issue. The ventilator is in working condition. No logs were provided and the replaced parts were not returned for investigation. Therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator was malfunctioning during peep increase. There was no patient harm. Manufacturer's reference #: (B)(4).